Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record determined the comb was damaged. The comb, gear, and bottom roller were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during unknown timing, the mesher was damaged. The completed investigation found that the comb was damaged on the device. No adverse events are associated with this malfunction. No harm or delay were reported. Due diligence is complete and there is no additional information available.